Event description:
A male with previous history of hypertension and cerebral infarct and a pre-procedure diagnosis of a funnel-shaped proximal neck underwent aaa repair in 2008. The procedure went as labeled. Confirmatory angiography revealed a proximal type I endoleak. The proximal neck of the main body was balloon dilated, which reduced the leak. Consecutively, another manufacturer's stent was placed at the proximal end of the main body. The final angiogram confirmed the resolution of the endoleak, and the procedure was completed.

Manufacturer narrative:
Evaluation: cook's instructions for use does indicate that key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck, an inverted funnel shape, and circumferential thrombus and/or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration. No product was returned to assist in this investigation. An internal clinical review indicated the event was caused by patient anatomy and/or user error.